Event description:
It was reported that a pump has multiple system error 322 messages in the history log. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was tested for 24 hours with no occurrence of system error 322. Review of the history log confirms the reported system error 322. Eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.